Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implant procedure. During the procedure, the right ventricular lead was unable to be implanted. The physician attempted several different positions but was unsuccessful. The reason for the implant failure was unknown but was possibly due to the patient's anatomy. The lead was explanted and replaced. The patient was stable.